Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for failed back surgery syndrome. The patient indicated that sometimes he can get the electrodes to work higher and sometimes it would not work and if he moves, walk, or sit down it will pull the cables up and down in the spine. The patient stated he wanted manufacturing representative (rep) to check his device to make sure things are working fine since he did not have his programmer. No further patient symptoms or complications were reported in this event.